Event description:
A report was received via social media that during implant, the physician hit a nerve in the patient's foot and caused nerve damage. The patient was in pain and was given nerve medication. The patient underwent an explant procedure.